Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm d/l equistream hemodialysis catheter with kit components was received for evaluation. Visual evaluation and functional testing were performed. The t-handle of the sheath appeared to be partially peeled. The edges of both sides on the t-handle appeared jagged. No anomalies were noted to both the valve and valve cap on the device. The manufacturing evaluation states, visual inspection of the images showed a peelable 15 fr sheath for evaluation, it was observed that the vessel dilator was present, however, the plastic protector was not visible in the images. A closer view revealed a fracture of the t-handle, the edges of the fracture were observed to be irregular, no abnormalities were observed in the top cap of the valve. Therefore, the investigation is confirmed for the airguard valved introducer cracks issue. The definitive root cause could not be determined based upon available information labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using glidepath dialysis catheter. Prior to the preparation of a glidepath hemodialysis catheter placement procedure, the airguard valved introducer allegedly had abnormal cracks. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using glidepath dialysis catheter. Prior to the preparation of a glidepath hemodialysis catheter placement procedure, the airguard valved introducer allegedly had abnormal cracks. There was no patient contact.